Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the first night they got the permanent device, it was extremely painful. The patient had a morphine drip the first night on 2011 (B)(6).

Event description:
When contacted for additional information, the healthcare professional reported that they had not seen the patient in ¿years¿ and was not able to provide any information regarding the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.